Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months of post deployment, a computed tomography of abdomen was performed which showed that the inferior vena cava filter was at top of l3 to bottom of l4 level and there was no significant tilt identified. There was no abnormal positioning of the inferior vena cava filter. The study also showed that twelve of the filter struts perforated the inferior vena cava wall and extended into the adjacent fat by 6mm. Also, four of the anterior struts were intimately associated with the third portion the duodenum and two of these struts appear to extend into the wall of the duodenum. There was no filter strut fracture or bent and the diameter of the inferior vena cava immediately above filter was about 24mm transverse and 11mm anteroposterior. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolus. Approximately eight years and seven months post filter implantation, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.